Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 3 days prior to him contacting lfs, after he had eaten a meal. The patient reported obtaining an alleged inaccurate high blood glucose reading with the subject meter, but could not confirm what the reading had been. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes using humalog insulin (self-adjuster), and that in response to the alleged high result, he increased his insulin (unknown dose). The patient reported after the alleged issue started (date/time unknown), he developed symptoms of ¿felt sick and passed out¿. There patient reported that as far as he remembered he did not receive any treatment for the alleged symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient had not been storing the strips correctly, he had been storing them outside the vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.